Event description:
At about 1 month from primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere. The surgeon revised the glenosphere and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04-06-2025. Lot 2411525: (B)(4) items manufactured and released on 14-06-2024 expiration date: 2029-06-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device revised reverse shoulder system 04.01.0170 glenosphere 39xø24.5 (k170452) lot 2424834: (B)(4) items manufactured and released on 10-12-2024 expiration date: 2029-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.